Event description:
A malfunction was reported on the pump, specifically with a malfunction code. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.